Manufacturer narrative:
Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received one hundred thirty-eight unopened units. Based on the event description, the catheters were inspected for the defect of catheter wedge backout. This defect can be identified by dissecting the catheter and measuring what is known as the swage depth. All one hundred thirty-eight units were measured for swage depth and found to be within specification. Based on these results, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in hub separated. The following information was provided by the initial reporter: material no: (B)(6) batch no: 0303363 it was reported catheter that had become detached from the needle. Verbatim: per customer's response on(B)(6)2021 hello- -the patient and staff member were not harmed. -the date of the event was friday (B)(6)2021. -I have three boxes of IV catheters that has the same lot numbers I will send back all three of boxes. One of my nurses was inserting an 20g IV on a patient after retracting the needle, she went to advance the catheter hub and she noticed something sticking out of the hub. After she pulled it out of the hub, she noticed it was the actual catheter that had become detached from the needle. She removed the catheter and restarted a new IV on the patient. Like I stated we have pulled all of the IV catheters that have the same lot number as the defective one.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in hub separated. The following information was provided by the initial reporter: material no: 381433 batch no: 0303363. It was reported catheter that had become detached from the needle. Verbatim: per customer's response on 3/25/2021: hello- the patient and staff member were not harmed. The date of the event was friday (B)(6) 2021. I have three boxes of IV catheters that has the same lot numbers I will send back all three of boxes. One of my nurses was inserting an 20g IV on a patient after retracting the needle, she went to advance the catheter hub and she noticed something sticking out of the hub. After she pulled it out of the hub, she noticed it was the actual catheter that had become detached from the needle. She removed the catheter and restarted a new IV on the patient. Like I stated we have pulled all of the IV catheters that have the same lot number as the defective one.